Event description:
Boston scientific crm received info that the pt with this pacemaker expired in 2008. An allegation of active euthanasia via device programming was made; therefore, a save to disk and memory download were performed one day later and were sent to technical services. The memory and save to disk were analyzed by engineering and technical services. Memory analysis revealed that the pacemaker had been programmed five days earlier; the pacing rate was programmed to (vvi) 30 ppm. No algorhythms were activated. Additionally, stored electrograms revealed several episodes of ventricular tachycardia 25 minutes before the pt's decease.

Manufacturer narrative:
Engineering reviewed the available info contained in the memory download and concluded that the last interrogation and programming was performed in 2008. No add'l info is available at this time. The device is being held for litigation and is unavailable for detailed testing. An autopsy was performed, but results have not been made available to boston scientific. Engineering and technical services concluded that the pacemaker was working as designed and programmed based on the available info.